Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nim console was displayed the patient interface fault detected error message. The troubleshooting was performed by started the system the blue cord was already connected on start up. Biomed was starting to troubleshoot and was not able to replicate the error message as of yet. Technical support guided biomed to remove the blue cord from the pi box, leaving the console side unchanged. The system was then operated wirelessly and through wired connection, but the error message did not reappear. Additionally, while connected wirelessly, technical support had the sales representative move more than 10 feet away from the console, both in wireless and wired modes. The fault message could not be replicated under these conditions.  Technical support recommended not having the blue cord plugged in at system startup. If the site continues to experience this error. There was no patient involvement.

Manufacturer narrative:
H3: product analysis for nim console observed no fault found. H6: codes b01 and c19 has been updated for nim console. The previously updated codes b17 and c20 were no longer applicable. H3: product analysis for nim patient interface found that stim 1 pcb board failure. H6: codes b01 and c0208 has been updated for nim patient interface. The previously updated codes b17 and c20 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: code d20 has been updated for nim console. The previously updated code d16 are no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) h6: code d1102 has been updated for nim patient interface. The previously updated code d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.